Event description:
A pt with a lung mass was having a bronchoscopy with a stent placement. After marking sight in the lungs via fluoroscopy, the physician inserted the guidewire, withdrew scope and threaded stent over guidewire, upon withdrawing the guidewire and releasing the stent (proximal) the thread caught. The deployment tube was straightened and continued to pull the thread (stent was 2/3 to 3/4's deployed at this time). The thread broke leaving the partially opened stent and tube in the bronchiole. The physician was able to remove stent and tube with a biopsy forcep bringing stent to the back of the throat cutting the tube to release it through the pt's mouth.